Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A stingray lp catheter was selected for use. During procedure, it was observed that the balloon did not inflate under fluoroscopy at first inflation. Reverse blood flow was noted through the use of syringe. Then, the balloon was assessed to have ruptured. Usage of the device was discontinued. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.